Event description:
It was reported that during the hospital course after the successful embolization of the left anterior cerebral aneurysm, the patient¿s condition worsened. Then expired four days post procedure due to cardiac arrest. No further information is available.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.